Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-11007. It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 38mm in length, concentric, de novo target lesion was located in the non-calcified 3.0mm in diameter right coronary artery (rca). After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a non-compliant balloon catheter at 12 atmospheres. Then a 3.00x38mm promus element¿ plus drug-eluting stent was deployed to treat the lesion and post-dilation was performed with a quantum apex balloon catheter. However, while taking fluoroscopy following post-dilation, a vessel dissection at the distal portion of the stent was noted. A 2.75x28mm promus element¿ plus drug-eluting stent was then deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient was stable and responding well to medicines.